Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) . D4: unique identifier (UDI) #: the lot number and expiration date UDI are unavailable as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of quickstay sets had air bubbles and leaks after connection with the intravenous (IV) catheter. These occurred during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h6 and h11. B5: additionally, the tubing did not connect well to the IV catheters resulting in a leak. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.